Event description:
The customer reported that insulin (100u/100ml insulin bag) was ordered to infuse at 7u/hour (non-weight-based). The nurse chose the weight-based therapy in the guardrails drug library and programmed the infusion at 7u/kg/hour. A second nurse checked the infusion programming without noticing the error. The bag infused within 15 minutes. The nurse administered d5 to mitigate the effect of the insulin over-infusion and the patient was admitted to the ICU for glucose monitoring. The customer reported no known patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.